Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation. In turn, the patient underwent surgical intervention. Intra-operative diagnostic testing revealed high impedance measurement on the patient's extension. As a result, the patient's extension was explanted and the lead was connected to the ipg which resolved the issue.